Event description:
According to the reporter, during an open liver resection procedure, the needle was blunt and caused bleeding. The customer is requesting the device analysis to understand the reason of the liver bleeding. The device must be blind-point not to cause the bleeding. Bleeding inhibitor was used to stop the bleeding and the case was completed with the same device without any complication. No surgical intervention was required and bleeding was not more than 500 cc's. Patient status is alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and dimensional analysis concluded that the suture was within specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; additionally, a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The reported condition of blunt needle was confirmed, as the label indicates that the needle contained was a blunt pointed needle, the correct product was found to be contained within the packaging, and the needle was within specifications for this product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.